Manufacturer narrative:
Add'l info has been requested. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.

Event description:
Pt implanted with prodisc-c at c5-c6 on (B)(6) 2008. Postop period was uneventful for 1 1/2 years until pt began to experience pain. Surgeon noted development of calcification. X-rays taken on an unk date. Surgeon plans to remove calcification and prodisc-c implant on (B)(6) 2010 and revise pt to zero-p.